Event description:
The mobile power unit was returned for evaluation after the patient's passing. During investigation, the power cable was determined to be damaged with the cable sleeve loose around the connector. Related manufacturer report number # 2916596-2023-06201.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit was returned for evaluation following the death of the patient. The mobile power unit (mpu) was returned for analysis to the service depot and was evaluated and tested on 26sep2023. The mpu patient cable in the product performance engineering (ppe) lab revealed the rubber encasing of the power cable connector was loose. The mpu was functionally tested and found to pass all testing. There were no reported issues with the mpu at the time of the event and the patient outcome cannot be correlated to the mpu. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications and was shipped on 22mar2022. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.